Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion sets cannula crimped event between (B)(6) 2024 , after 3 hours of insertion for some set and 4-7 hours for others. Insertion site was abdomen. The blood glucose level was high. Therefore, patient was treated with correction bolus via pump. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 7 of 10. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.